Manufacturer narrative:
The reported product is not expected to be returned because the customer disconnected the call and could not be reached when attempting a callback. A follow-up report will be submitted after the investigation is complete or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results. It is unknown whether the customer noted a trend arrow on the device. It is unknown if the customer experienced any symptoms but required unspecified treatment from the third party. There was no report of death or permanent impairment associated with this event.